Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized diabetic ketoacidosis on with a blood glucose level of over 700 mg/dl. The customer felt fatigue, felt really thirsty and had difficulty breathing. The customer was treated for their blood glucose with their insulin pump. The customer was assisted with troubleshooting and the device passed the self test. The customer did not return the product back for analysis.